Event description:
It was reported that the patient was placed on mechanical circulatory support in the procedure room. There were no issues with the self-test or support after initiation. The patient was being moved to the stretcher when the monitor suddenly rebooted with "boot error system stopped" message on the monitor. The rotations per minute (rpm) noted to be at 0 on the console. The perfusionist quickly verified that the centrimag had no flow and was able to increase the rpms using the console button. The monitor was unplugged and plugged back in an attempt to reboot without success. The decision was made to change to the backup system. The monitor was eventually able to be rebooted. The perfusionist was able to access the log files which captured a "stopped by user request" message. The backup system was performing without issues until moving the infant to the stretcher. The motor was held by the perfusionist when the system alarmed m5 and the flow stopped. The rpms quickly increased. It was noted that the monitor was not plugged in at this time and the console was on battery power. The perfusionist did not report any issues with the pump being seated improperly in the motor. The site did not have another backup console so they continued to use the backup console for support. The issue did not reoccur. The patient did not experience any adverse events.

Manufacturer narrative:
Patient weight requested but not provided. Related MFR #'s: 3003306248-2022-12525; 3003306248-2022-12527; 3003306248-2022-12528. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of an atypical system stop and an s3: system fault alarm were not confirmed. A log file was extracted from the returned primary centrimag console and was reviewed (serial number (B)(6), evaluated separately). However, data from the reported event dates 30sep2022 and 01oct2022 were not observed throughout the log file, as the earliest recorded timestamp was recorded on 05oct2022. The system was observed to be operating at ~5000 rpm / 4.5 lpm throughout data recorded from 05oct2022 ¿ 06oct2022, and the system was observed to have been manually shut down on 06oct2022 at 13:09. The system was not observed to have been in patient use throughout the remainder of the data, and no other notable events were observed. The returned centrimag motor (serial number (B)(6)) was functionally tested at the service depot for an extended period, and atypical events were unable to be reproduced throughout all testing, even when the motor¿s cable was manipulated by hand. The serviced and tested motor was returned to the customer site after passing all tests per procedure. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number l03496-0007, showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 and m5 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.